Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. In addition, the patient also experienced stimulation at certain outputs. Boston scientific technical services (ts) discussed the need for testing to ensure there was no stimulation with these two vectors being used together at higher outputs. Additional information was received indicating that the patient is scheduled for a revision due to lead dislodgement. The lead was then eventually explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.